Event description:
It was reported that the patient was experiencing stimulation in the wrong location. It was noted that stimulation was felt in the left leg and that the leg would go numb so the patient had to turn the device off to walk. It was further noted that the patient was rear ended on 2013 (B)(6). Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 39565-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead. (B)(4).

Event description:
Additional information received stated that the cause of the event was a reported motor vehicle accident. It was noted that impedances were not tested. It was further reported that the patient was feeling discharge in arms from the thoracolumbar device. An x-ray was taken and the lead was reportedly in the appropriate position without migration and there was no change to the battery. It was noted that the patient was referred to a manufacture representative to have an electrical analysis to determine if there was any abnormality. It was also noted that it was highly unlikely that the device was causing the upper extremity issues.

Manufacturer narrative:
(B)(4).